Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the buttons of the insulin pump were unresponsive. The customer changed the battery and the insulin pump alarmed button error. The customer's blood glucose was 36 mg/dl. The customer had eaten to treat. The customer had not used a backup plan to treat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.